Event description:
(B)(6) study. It was reported that the patient developed bradycardia and junctional arrhythmia. A lotus introducer sheath was placed in the native aortic valve and a 25 mm lotus edge valve was subsequently deployed in the correct anatomical location and neither repositioning nor retrieval were attempted. During the index procedure, the subject developed bradycardia and junctional arrhythmia. The same day, a new permanent pacemaker was implanted to treat the event and the event was considered recovered.